Manufacturer narrative:
Unit received with constant external flash crc alarm, problem isolated to mother board. Unable to perform self-test and displacement test due to external flash crc alarm.

Event description:
It was reported that insulin pump had external flash crc error. The customer's blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm. Customer reports insulin pump did require rewind. Customer able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.